Manufacturer narrative:
No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed. Should additional information become available, coopervision will complete additional investigations and submit a follow-up report as appropriate.

Event description:
It was reported that the patient visited clinic alleging an eye pain and hyperemia on (B)(6) 2022. It is reported that the patient was diagnosed with corneal ulcer. Good faith efforts have been made to obtain further information without success. As of the date of this report, additional information is unknown. This event is being reported in an abundance of caution due to the lack of medical information, unconfirmed diagnosis, and unknown patient resolution. Should further information become available, a follow-up report will be submitted as appropriate.

Event description:
The treating ophthalmologist provided additional medical information. The patient reported symptoms of redness and itching and was diagnosed with a peripheral ulcer in the superior/temporal region of the right (od) eye. The patient was prescribed cravit, tobracin, and ecolicin. The ophthalmologist confirms that the incident fully resolved without permanent injury. Based on the further medical information received, this event no longer meets the criterial of a reportable adverse event as there is no permanent injury and no medication or medical intervention necessary to prevent or preclude permanent injury. Coopervision will submit a follow-up report if additional relevant information becomes available after the date of this report.

Manufacturer narrative:
Per medical information received from the treating ophthalmologist, this event no longer meets the criteria of a reportable adverse event as there is no permanent injury and no medication or medical intervention necessary to prevent or preclude permanent injury. The patient was prescribed with a peripheral corneal ulcer which resolved without incident.